Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00439126. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Pc-000349416. Device evaluation: during evaluation of the sample it was observed two (2) creases in the anterior aspect. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. The manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Concomitant medical products: right-mentor memorygel,375cc silicone breast implant, serial number (B)(4), cat#:3503751bc. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00439126. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor memorygel,375cc silicone breast implants which the left side haas issue with capsular contracture baker grade IV after implantation. The issue was confirmed by the physician. As a result patient had the implant removed and replaced with serial number (B)(4), cat#:3503751bc on (B)(6) 2019.